Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. Internal visual examination identified the battery was swollen. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path. This current leakage path resulted in the clinically observed reversion to safety mode. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this pacemaker reverted to safety mode operation, which caused short pauses as the patient is dependent. Consequently, the device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this pacemaker reverted to safety mode operation, which caused short pauses as the patient is dependent. Consequently, the device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.